Event description:
"Icp sensors would not zero. One was able to zero but after several trys and the reference # was 293 (inconsistent with other reference numbers - usually ranging from 480 - 520)". Two sen sors implanted and explanted on pt.